Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens is in two pieces. The optic is torn or cut in half. One haptic is attached to each piece of the optic. Both haptics are bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after phacoemulsification a peripheral posterior capsule tear was observed. The lens was attempted to be placed into the sulcus but the capsule would not hold. The lens haptics were then placed in the iris angle. An anterior vitrectomy was performed. The viscoelastic was removed from the anterior chamber but not from behind the lens. Two days after lens implantation the lens was observed to be in the anterior chamber and the patient complained about pain and blurry vision. The lens was explanted and an anterior vitrectomy was performed. The patient was left aphakic. This report refers to the patient's right eye.